Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. Customer experienced elevated blood glucose (bg) level of 479 mg/dl. Customer administered insulin via an insulin pen to address bg. Customer was hospitalized and treated via insulin pens. Customer was discharged from the hospital the following day with no permanent damage. Reportedly, the customer reverted to insulin pens for insulin therapy.